Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded tip of the shell inserter broke off in the shell during impaction causing surgical delay greater than 30 minutes. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The complaint is considered confirmed based on the visual evaluation of the returned part and the photos provided. The likely condition of the part when it left zb control is considered to be conforming based on the DHR review. The returned fractured device was submitted to sem lab for fracture and material composition analysis. Material analysis determined the devices was manufactured to specifications. As stated in the report threaded inserter tip fracture likely due to bending overload failure or some of which may have also had minimal threads engaged at the time of fracture. However, it is impossible to determine the exact mode of fracture with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.